Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was noted. The physician was unable to advance the 2.75x12mm liberte bare metal stent through the calcified target lesion located in the right coronary artery (rca). Upon removal of the device, it was noted that the struts were lifted. The physician then predilated the lesion with a 2.5x8mm maverick balloon and then successfully placed a 2.5x12mm liberte bare metal stent. No pt injuries or complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.